Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 18 atms on the third inflation. The first two inflations were performed at 16 and 18 atms, respectively. The calcified and 90% stenosed lesion was located in the mid right coronary artery (rca). The quantum maverick balloon was being used to post dilate another manufacturer's stent. The procedure was completed with this device. No patient injuries or complications were reported. Patient status is reported "good".